Event description:
Edwards learned of a mitral valve that was explanted due to severe mitral stenosis and insufficiency after an implant duration of 11 years, 7 months. The patient developed symptoms of progressive heart failure in the month leading up to surgery. The patient had significant exertional dyspnea and echo revealed a gradient of 12mmhg and significant rigidity of the mitral valve. During the same surgery the patient also had his aortic bioprosthetic valve replaced although it was functioning well. The patient is noted to have history of hyperlipidemia and prostate cancer. Upon completion of the valve replacement the patient was noted to have developed hypoxia due to acute alveolar leak syndrome and patient was placed on ECMO and was left with an opened chest. The patients sternum was closed two days post-op an patient remained in critical condition.

Manufacturer narrative:
Device evaluation summary: as received, heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue fused leaflets 1 and 3 approximately by 7mm at the commissure 1 on outflow aspect. Host tissue was heavy at both stent outflow and stent inflow. Moderate calcification was observed within the cusp areas of leaflets 1 and 2. Free margin of leaflets 1 and 3 also exhibited minimal calcification near commissure 1. Free margins of the leaflets appeared swollen and thickened near the commissures. Leaflet 2 was torn approximately 2mm at commissure 2. Incidental findings: hematoma was visible on leaflet 2 at both inflow and outflow aspect. The x-ray demonstrated calcification and wireform distortion. Commissure 3 was bent. 30% of the sewing ring had been removed. Wireform was exposed at leaflet 3 on outflow aspect. The damages were most likely due to implant or explant. The reported stenosis was confirmed as secondary to host tissue formations. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.